Event description:
It was reported that high hv lead impedance was observed. The physician suspects an insulation anomaly due to fluid inside the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the rv conductor was found at the rv connector leg close to the distal end of the strain relief consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.